Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled and the helix was distorted/bent. There was blood in/on the helix mechanism and sleeve head. The lead was damaged at implant.

Event description:
It was reported that during the implant, the helix of the lead did not extend after many turns. The lead was removed and not replaced. No patient complications have been reported as a result of this event.